Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was complaining of excessive heat coming from the ipg. It was noted that the battery which was located in the area where the patient could sit had flipped. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively.